Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual observation found the lens with an optic tear and clear residue on lens. In addition, the lens was caught in the lens vial, and the haptic was smashed. Conclusion code: corrected to, "per dfu for this lens model, vicl's are contraindicated of implantation of a lens in a person less than twenty one years of age." (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -10.5/+5.0/91 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.